Event description:
It was reported that an iab catheter was inserted into a patient and a "check iab catheter" alarm sounded. No restrictions were observed in line, however, it appeared as though the catheter had not unfurled. Balloon was removed and replaced with another. It was later reported that the patient expired, however it was not attributed to the event. Related to MFR report 2248146-2014-00267.

Manufacturer narrative:
The device is promised for return, however no product has been received. If the product is returned or additional information obtained, a follow up report will be submitted. (B)(4).